Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by feeling ill. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency were unknown) for the event. The patient was initially hospitalized for an unrelated indication on an unknown date and then was diagnosed with peritonitis during hospitalization. The patient was discharged on an unknown date. The patient's outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.